Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen several times and had hit their head. The patient went to the emergency room and stated they blacked out. It was reported by a doctor that the implantable pulse generator (ipg) had stopped pacing but working again. The ipg remains in use. No further patient complications have been reported as a result of this event.